Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire became stuck in the catheter. The stuck wire was resolved by removing the entire system and no tissue was visible on the guidewire or farawave catheter. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was discarded in facility.